Event description:
It was reported that under surgery, the pulsavac started spraying and then stopped when batteries were empty. The battery holder and the hand piece were hot. A couple of days later, we were informed that there was another problem with the pulsavac. Same reference number and same lot number.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow-up medwatch will be submitted once the investigation is complete.